Manufacturer narrative:
(B)(4). (B)(4). Concomitant medical products: part number: 912068, lot number: 400770. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Linked mdrs: 0001825034-2017-07250, 0001825034-2017-07251.

Event description:
It was reported that during this procedure the surgeon was unable to insert the device into drilled burr hole. The surgeons attempt to insert device into patients burr hole the tip of the inserter fractured. The surgeon attempted to use 2 other devices to complete the surgery, however, both of the tips of these products fractured as well. An alternate product was used to complete the surgery. After analysis of an x-ray the surgeon identified that the patient retained the 3 fractured tips. Subsequently, the surgeon reopened the incision in order to remove foreign bodies. The surgeon was able to remove the 3 pieces, close the incision, and finish the surgery successfully.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.